Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 39286-65, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) they were experiencing poor coverage and only had coverage on one side. It was also reported the device had been ¿whacky¿ since implant, but every time the consumer met with the rep. For reprogramming it was fine when they left. It was unknown what led to this event. Reprogramming was performed but it didn¿t resolve the issue. It was later reported stimulation wasn¿t reaching far enough into the consumer¿s left leg. It was noted the rep. Had met with the consumer in the past for reprogramming and training and historically impedances had been fine. The rep. Was going to be meeting with the consumer on (B)(6) at 2 p.m.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the consumer and reprogramming was performed. The consumer was going to try out the new settings. The consumer later reported therapy wasn¿t providing them with pain relief even after reprogramming had been attempted multiple times. The trial device seemed to help and eased with walking, but the permanent implant only worked on the right side down their knee, but it didn¿t work below the knee or on the left leg. The left leg was the worst one and it needed coverage. When stimulation did get to the left side, the consumer had to ¿crank it up so high¿ they couldn¿t take it. This issue was also discussed with the surgeon who thought the consumer may have scar tissue there from a previous surgery or they may have some anatomical problems that were blocking it. Another appointment was scheduled with the surgeon for (B)(6). The consumer stated if they couldn¿t get the device to work they would like to have it removed. They had chronic pain all of the time, occasional pain in their feet when sleeping, and walking had not been eased by therapy which was frustrating.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.